Manufacturer narrative:
There can be several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation or stenosis and require exchange of the device. The device was returned and product evaluation is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received information that a 25mm mitral pericardial valve, implanted approximately five (5) years and five (5) months, was explanted due to mitral stenosis secondary to leaflet immobility. The device was explanted and replaced with a 27mm mitral valve with no patient adverse events reported. The patient status was reported as under treatment. The surgeon commented that he did not think the tissue observed on the outflow aspect of the valve was pannus. The surgeon also commented that this event was caused by clinical factors and not device related. There was no allegation of device malfunction.

Manufacturer narrative:
Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. H3: product evaluation: customer reports of stenosis and leaflet immobility were confirmed through observed host tissue overgrowth. X-ray demonstrated wireform intact and minimal calcification was observed on the free margins of all three leaflets. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was moderate at the outflow aspect. Host tissue fused leaflets 1 and 2 by approximately 4mm at commissure 2 on the outflow aspect. Host tissue overgrowth restricted leaflet mobility and led to stenosis. The free margins of all three leaflets were rolled towards the outflow aspect due to host tissue overgrowth and created a gap in the central coaptation region. Sewing cloth had multiple cuts around the sewing ring. The most likely cause is patient factors. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.